Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was emitting smoke. The patient shut off the device. The technical services representative arranged a swap. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. There was evidence of smoke inside the device, and a burnt odor was noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The rite functional testing failed for being received inoperative and failure to power up. The reported condition was verified and the cause was determined to be overheated at j1/p1 connector on accomp board. The device will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.